Event description:
Reporter is father of a teenage son with palsy who states that there are one million americans that utilize crutches in order to walk. He states that the quality of the crutches continue to decline. While visiting, one of his son's crutches collapsed into 3 pieces and his son fell to the floor. The distal portion of the crutch was jagged "like a spear" and fortunately when his son fell he wasn't stabbed by the remnant! Father states that he has enough mechanical aptitude to know that the crutches are poorly designed and show "no craftsmanship." The son's grandfather has re-inforced the crutches on many occasions. Currently his son is in need of a new crutch, but the state of iocation, has refused to fill the prescription. His doctor has recognized the poor workmanship associated with the device, especially the tips that come with the crutches. The tips wear through in a couple of days and may last longer if used on linoleum. Father purchases tips that give better performance and are known as "tornado tips." He feels the company producing these crutches should have all their assets ceased and put out of business! Others need to be cautioned about the possibility of its breakage and possible bodily harm.